Manufacturer narrative:
Internal reference number: (B)(4). Montagna a, andriollo l, sangaletti r, benazzo f, rossi smp. Metal-backed versus all-poly tibia in the original cartier unicompartmental knee arthroplasty: outcomes and survivorship at long-term follow-up. Arch orthop trauma surg. 2024 dec 27;145(1):95. Doi: 10.1007/s00402-024-05741-4. Pmid: 39729090. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "metal-backed versus all-poly tibia in the original cartier unicompartmental knee arthroplasty: outcomes and survivorship at long-term follow-up", 51 months after a primary uka surgery in which a genesis uni system was implanted between january 2003 and december 2008; one (1) patient sustained revision surgery for aseptic loosening. Patients¿ outcome is unknown. No further information is available.